Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device change out procedure. Fluoroscopy was performed and revealed the right ventricular lead exhibited externalized conductors. During procedure, the lead was explanted and replaced with competitor product. The patient was fine.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 40.5cm to 41.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against feature of the heart.